Event description:
The customer reported approximately five milliliters of blue fluid leaked outside the instrument from the retic chamber involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the retic stain was leaking from the retic stain chamber. The fse replaced the stain mixing chamber and tubing at pinch valve vl99. The fse observed diluent splashed at the top of the white blood cell (wbc) bath caused by a loose fitting at the top of the bath. The fse added an o-ring at the fitting and cleaned the wbc aperture modules to resolve the issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. Mixing chamber. (B)(4).